Manufacturer narrative:
The explanted device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt presented the clinic with low speed alarms. Upon assessment of his alarm history, it was noted that he was having low speed and pump stoppage alarms. The log file submitted to the manufacturer for review displayed intermittent low speed events with a few power spikes, including multiple pulsatility index events. A percutaneous lead repair was performed; however, based on x-rays a second subject area was located internally near the pump. A pump exchange was subsequently performed.